Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-sep-2025, the user reported that after inserting a new continuous glucose monitoring (cgm) dexcom g7 sensor and completing a supply change, the ilet system alerted for a hypoglycemic episode. A finger stick confirmed a hyperglycemic reading instead. The user manually entered the blood glucose (bg) value into the ilet to receive insulin and attempt sensor calibration. The agent advised replacing the cgm sensor due to the discrepancy and recommended continued manual bg entries hourly for correction. The highest blood glucose (bg) recorded was 379 mg/dl. Bg was corrected by replacing the cgm sensor and entering manual bg readings to receive the ilet corrective insulin boluses. The user reported feeling okay during the event. No medical intervention was required at the time of call.